Manufacturer narrative:
The root cause was likely related to flow issues within the ise unit. The issue was solved by the service actions.

Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable low test results for three patient samples using the ise indirect na, k, ci for gen.2 on the cobas 6000 c (501) module. The initial results were released outside of the laboratory. The physician questioned the results and requested that the samples be repeated. The customer recalibrated after the physician notified him, and the calibration failed. He replaced the reagents and recalibrated, and it passed. Quality controls also passed. The repeat results were deemed correct. Of the data provided, the sodium results for all three patients, and the potassium results for one patient, were discrepant. All results are in units of mmol/l. Patient a: the initial sodium result was 131; repeat result on another analyzer was 140; repeat result on the original analyzer after recalibration was 140. The initial potassium result was 3.9; repeat result was 4.4. Patient b: the initial sodium result was 133; repeat result on another analyzer was 141; repeat result on the original analyzer after recalibration was 142. Patient c: the initial sodium result was 133; repeat result on another analyzer was 141; repeat result on the original analyzer after recalibration was 143. No adverse event occurred. The sodium and potassium electrode lot numbers and expiration dates were not provided. The field service representative inspected the instrument and replaced the ion-selective electrode sipper nozzle, adjusted the rinse mechanism fluidics and detergent delivery, adjusted the gear pump pressure, and replaced the input water tubing. The customer performed calibration and qc which passed. Investigation activities are ongoing.